Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted, "the helix was found bent in the sleevehead and would not extend at time of analysis."

Event description:
It was reported that during the implant attempt, the helix could not be unscrewed totally after the first positioning attempt. During screwing of the lead under fluoroscopy, no change of the helix was observed. The physician removed the lead from the patient and tested the helix. The helix did not function outside of the body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.